Manufacturer narrative:
The returned crt-d was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device passed all testing and analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that the right atrial (ra) lead would not insert into this cardiac resynchronization therapy defibrillator (crt-d). This crt-d was removed, and a different crt-d with the same model number was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the lead insertion difficulty. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that the right atrial (ra) lead would not insert into this cardiac resynchronization therapy defibrillator (crt-d). This crt-d was removed, and a different crt-d with the same model number was implanted successfully. No adverse patient effects were reported.